Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that customer experienced high blood glucose. The customer¿s blood glucose level was 470 mg/dl. The customer also mentioned other blood glucose values such as over 200 mg/dl. The customer did not experience any symptoms of high blood glucose value. The customer treated high blood glucose with bolus through insulin pump. Based on customer¿s report customer did not allege under delivery. The customer was using the insulin pump when high blood glucose event was reported. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer¿s mother declined troubleshooting. It was unknown that the insulin pump was on auto mode or not. The insulin pump will not be returned for analysis.